Event description:
It was reported that the patient had an MRI and now they had pain at the implant site. The call was disconnected as the patient¿s health care provider (hcp) was on the other line and they would call back. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot# va06p0g, implanted: (B)(6) 2013, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).